Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with three inratio meters compared to the lab. Results as follows: date: (B)(6) 2011: patient's inratio inr = 3.0, physician's inratio a inr = 1.2, physician's inratio b inr = 1.2, lab inr = 3.0. All tests compared within an hour time frame; nurse drew blood from finger into a tube and added one drop onto patient's meter, and then another drop onto physician's meter. Noticed discrepant results and tested again on another inratio meter using capillary blood from a different finger-stick. Patient's therapeutic range 2.5-3.5.